Event description:
It was reported that the customer's insulin pump was malfunctioning. During priming process the numbers were not appearing on the display screen. The customer's blood glucose was 175 mg/dl. The caller stated that insulin was squirting out during manual prime process and the insulin pump alarmed an error. The device was dropped. The drive support cap was sticking out. The caller did not know if the customer had pressed the cap while connected to the device. The discontinuation of the device as advised, nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.